Event description:
The user facility reported that a portion of the coating was sheared off a guidewire during a procedure. The following information was provided by the user facility: the physician was advancing the guidewire through the access needle in a trans-radial procedure; resistance was encountered and the guidewire could not be advanced any further; upon removal of the guidewire, it was noted that a portion of the polyurethane coating had been sheared off; the detached coating material was assumed to be left in the patient; the initial procedure was aborted with no attempt to locate the detached material; and there were no reported patient complications.

Manufacturer narrative:
(B) (4) - based on the user facility information, non-resorbable material was left un-retrieved in the patient's body. The involved device has not been returned by the user facility and the lot number is unknown. Therefore, the failure investigation was limited to a review of user facility information. Conclusions - is based upon of user facility information. As noted above, due to the lack of the identity or return of the involved device, the failure investigation was limited to a review of user facility information. Although the cause cannot be definitively determined based upon the limited information available, the event description is consistent with damage to the polyurethane coating due to manipulation of the glidewire against a hard, sharp surface (such as the level of the access needle through which the guidewire was reportedly advanced and withdrawn). The potential that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating is addressed in the device labeling. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.